Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. While prepping the 4.50x32mm liberte bare stent, the physician removed the stylet and the stent slid off the delivery system with the stylet. The device did not come into contact with the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "fine".